Event description:
The customer reported that following a diagnostic catheterization procedure on 6/13/2000, the physician attempted to deploy a vasoseal vhd kit size 2. The physician placed the tissue dilator down to the colored stripe at the skin line (past the black stripe). The physician then withdrew the dilator and reinserted the tissue dilator down to the black stripe at the skin line and deployed the collagen. Hemostatis was not achieved and manual compression was held for 20 minutes to achieve hemostasis. The pt left the cardiac lab with pedal pulse, but lost pedal pulse and developed a cold foot. The pt was taken to the specials dept the next morning and was found to be totally occluded from the popliteal artery all the way to the foot. The pt was taken to surgery for an embolectomy. The surgeon stated that the clot had a "gell like" consistency and was defintely a "foreign body". No pathology report was performed on the clot. The pt did well following surgery and no further complications were reported.